Event description:
Spontaneous report from pt who stated that she was at her pulmonologist's office and then was sent to the ER due to high blood pressure. Unknown how long pt was at the ER. Pt states that at the hospital, they had trouble with her cadd legacy pump and pump sn# (B)(4) mnt due 10/14/2023 had "high pressure" alarm. Pt denies any issues with tubing (denies tubing was attached incorrectly), states no other issues and believes it's the pump. Pt states that her infusion was stopped for approximately one hour, but restarted with no issues or side effects. Pt states that md is aware. Pt has (B)(6) nurse following up with her next month and that (B)(6) nurse also saw her recently regarding her pumps but unable to point any issues. Author will send notification to (B)(6) nurse in case they want to follow up with pt sooner. No further information provided. No other side effects reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.